Event description:
Hte ventilator went vent inop and alarmed. The device was reportedly hot in use, therefore there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history that indicated a pressure sensore failure. The svc tech replaced the sensor board to correct the problem. Extended self testing (est) and performance verification testing was performed and all tests passed per operating specifications.